Manufacturer narrative:
A field service engineer (fse) was dispatched who arrived at the site to replace the thermal printer and printer interface board. Additionally, a broken ground strip from the flip cover was repaired. Fse ran controls along with eight patient samples without issue. No further action was required by fse. The probable cause of the reported event was due to fault/ failure of the printer. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer reported that the printer head was going bad and that half of the printing was faded with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016, to address the reported event,which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.